Event description:
It was reported that unspecified bd infusion set was cracked. The following information was received by the initial reporter with the following: it was reported by customer that the tubing was cracked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing cracked could not be verified due to the product not being returned for failure investigation. There are samples returned under related record and reported issue for pr (B)(4). The investigation report for that pr will contain any findings. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.